Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the patient had disconnected without pressing stop on the device and this is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain two of peritoneal dialysis therapy; the home patient was connected. The cause of the alarm was due to the patient disconnecting from the patient line during dwell two, without pressing stop on the home choice. The technical service representative reviewed proper procedures with the home patient and assisted the home patient in clearing the alarm. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.